Manufacturer narrative:
H10: multiple good faith efforts were made on 15nov2023, 21nov2023, and 28nov2023 to obtain information regarding device evaluation, repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any parts or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting an auxiliary alarm supply failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue through review of the device event log. The bme confirmed there was no patient involvement. The rse advised the bme to replace the motor control (mc) printed circuit board assembly (pcba).